Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. (B)(4).

Event description:
A health professional reported that during a glaucoma stent procedure, the stent could not be fully advanced to the desired implantation depth. When the stent is advanced, it gets blocked by the patient's sclera. A correct final placement is not possible on the initial procedure. The next day after the initial procedure, the surgeon took the patient back to the operating room and performed a repositioning surgery on the stent. After the repositioning procedure performed on (B)(6) 2018, the location of the stent was good and there was no endothelial contact. The eye pressure was 4 mmhg on the 3 post operative surgical day. The patient experienced some vitreous hemorrhage in the anterior chamber. The intraocular pressure (iop) was 4 mmhg without choroidal detachments and the anterior chamber was deep on the last postoperative visit. The surgeon added that the female patient still has some residual vitreous hemorrhage and the visual acuity is still reduced, but otherwise everything is fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received stating the patient was able to discontinue her glaucoma medication after the stent insertion.